Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The 4.0 x 60/135 (4f) sterling, mr, balloon was inflated with an encore inflation device and ruptured on the 1st inflation at 8 atms. The device was removed intact. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).